Event description:
The device shorted out due to foil packages being behind the drawer. Caller reports that the device is melted. No injuries reported. Requested return of suspect device and replacement was sent.